Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was noted on (B)(6) 2011 that the screw tabs snapped off in the l handle of two locking caps. No additional information is available. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The hexagon recess of the set screw could not be measured as they are completely stripped. The stripped hexagon recess indicates that excessive forces were applied onto these locking caps. The cause is unknown.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufactured on 10/13/2011.